Event description:
During a routine check by a company service rep replaced the pim module and safety disk after a "blood back", unit worked fine, was calibrated and tested. After one night in the car at 39.2 fahrenheit (4 degree c) the unit did only auto fill failure. Pim tests where always a pass! Later in the shop the pim module was tested again and the pim tests where again pass, but the first auto fill is always a fail (unit at 68 fahrenheit (20 degree c). No pt was involved.

Manufacturer narrative:
Eval summary: we are following up with the customer for the return of the device. A supplemental medwatch will be submitted if additional info is obtained. (B)(4).